Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During a review of the device's log an evt_mach_flow_drift_high, ventilator inoperative error code was discovered. The customer had this issue in the recent past and reset the cables on the flow sensor to resolve it, but now it has come back. The customer has replaced the flow sensor and the problem remains. The customer states some debris was visualized in the old flow sensor but not a lot. The customer called back and stated they corrected a connection and the unit now powers up as expected, so the issue of ventilator inoperative was resolved. The device was returned for maintenance and the evaluation and during of the trilogy ev300, USA device by the field service engineer (fse), the device failed the solenoid test verification. The fse replaced the device's 3-way solenoid valve and proportional valve aecm, and all required tests passed.